Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Additional components potentially involved in the event include: common device name: scs leads, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000172772.

Event description:
It was reported that patient experienced an infection at the ipg site and ineffective therapy. As a result, surgical intervention was undertaken wherein the entire system was explanted on (B)(6) 2025 to address the issue. It is unknown which lead caused the ineffective therapy.